Manufacturer narrative:
Evaluation summary: the package insert warns of these complications which can result due to patient's post-op activities. Patient details like age, height, weight etc are unknown. No x-rays showing type of fracture and plate breakage were returned. The device stated in the complaint was not returned for evaluation. Most likely the patient's fall resulted in the plate breakage, however, this cannot be conclusively determined with the available information. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the plate broke when the patient fell.